Event description:
It was reported that the right ventricular (rv) lead triggered an alert for pacing impedance measured at zero ohms. It was noted that the patient was having a ventricular tachycardia (vt) ablation at the time of the warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv pace impedance measurement of 0 ohms on (B)(6) 2014 at 3pm; cannot rule out that an ablation at the time of the measurement caused the low impedance result. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. (B)(4).